Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 18.7hardware: iphone17.2cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The patient stated that when activating a pod, she heard the double beep, and it was priming but when she put it on her skin the cannula never deployed. The pink slide did not move forward. The patient's blood glucose level rose to 242 mg/dl and the pod was not worn.